Event description:
It was reported that the blood glucose meter was not transmitting the readings into the insulin pump. The customer's blood glucose at time of call was 300mg/dl. Troubleshooting was performed, and the blood glucose meter was functioning properly. Reviewed the bolus wizard and all the values were recorded, but it was set to off. Assisted the caller to turn on. While calling her husband stated that the customer was hospitalized due to low blood glucose the day before the call. Troubleshooting was declined as the caller felt her low glucose was due to bolusing incorrectly and not counting the carbohydrates. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.